Event description:
This report is being filed to update the evaluation conclusion code.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) did not record the shock impedance measurement during defibrillation threshold (dft) testing at implant. Review of stored device memory noted a telemetry disturbance at the time of shock delivery resulting in the shock marker not being displayed and therefore, the device was unable to calculate the measurement. Additional review determined the shock impedance was likely within normal limits and less than 100 ohms. This device was successfully implanted and remains in service. No adverse patient effects were reported.